Manufacturer narrative:
H10: additional manufacturer narrative: corrected sections: b4, b5, b7, g3, g6, h2, and h6 (type of investigation and investigation findings).

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of seven (7) years, one (1) month due to severe aortic stenosis. Per the medical records, the patient presented with acute on chronic diastolic heart failure. The tavr was performed with a 20mm 9750tfx valve. The patient was transferred to the ICU in stable condition. On pod #2, the patient was discharged home in good condition.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, in this case, was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of seven (7) years, one (1) month due to stenosis. The tavr was performed with a 20mm 9750tfx valve with a good outcome.

Manufacturer narrative:
H11: corrective data: corrected section: h6 (investigation conclusions).